Manufacturer narrative:
The actual device was returned to the manufacturer to be evaluated. The safety clip was covering the tip of the needle on the returned sample. The catheter was not returned. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within design specifications. It was reported it is believed the clinician laid the needle down after use. It is possible that the clip on the needle was manipulated and forced off the needle when the nurse went to dispose of the needle in the sharps container, and exposed the needle resulting in a needlestick. However, since it was reported that it was not known if the tip covered the tip of the needle when it was set down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the rick of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported possible lot numbers. The sample and all available information has been provided to the actual manufacturer for evaluation. Additional lot numbers: 8l20258217, 0m17258271. Additional expiration date: 11/30/2013.

Event description:
As reported by the sales rep per the user facility: reports clinician attempted to start IV on patient, was not successful. Withdrew catheter and stylet from patient. Withdrew stylet from catheter to activate safety mechanism, started to dispose of stylet in sharps container and got stuck by stylet. When she looked, noted the clip was only deployed part way on the stylet. Following hospital post exposure protocol. Customer has sample. On (B)(6) 2011 - additional information provided by the facility indicated the clinician was not successful in starting the IV. It is believed the clinician set the needle down after removing it from the patient. When she went to dispose of the needle in the sharps container, she received a needlestick. It was then that she noted the clip was only deployed part way on the stylet. It is unknown if the clip covered the tip of the needle before it was laid down. Both the clinician and the patient received all protocol bloodwork testing and it is believed all results are negative. It was reported the exact lot number is unknown; however, three possible lot numbers were reported.